Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the replace generator message was observed and the device was reaching end of life. Therapy was consistent however the device became inoperable. It is unknown when the ipg became inoperable and patient lost therapy. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.